Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that a gamma nail has been explanted for an infection. The implant was performed on (B)(6) 2015 due to a right pertrochanteric fracture. Update with new information: checklist customer was provided; surgeon's comment regarding cause of infection: "there was no infection, only cut off of the nail. Any infection test was negative."

Manufacturer narrative:
The evaluation revealed the trochanteric nail kit, ti gamma3® ø11x180mm x 125° to be the primary product. No deviations were found during review of the raw material, manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An inspection of the nail itself was not possible because it was not provided for investigation. The customer reported that the nail was explanted approx. 7 months after the implantation due to an infection. During explantation the femur head broke. The infection was not confirmed; any infection tests were negative. Therefore an investigation according to procedure dqi 13-001 ¿handling of infection complaints¿ was not necessary. An implant failure was not reported; therefore it can be assumed that all implants were intact during explantation. Why the femur head broke was not reported and could not be investigated due to missing information. Most likely the femur head broke due to heavy bending loads during explantation or it broke as a result of poor bone quality. Furthermore poor bone consolidation could also be a reason for the additional bone fracture. The IFU includes that the implants shall be handled with care, furthermore the user shall be familiar with the system. Poor bone quality and poor bone consolidation are listed as adverse effects. An exact root cause could no be determined based on the given information. Because no implant failure was reported, furthermore no deviation was found during the DHR review a reference between the manufacturer and the bone fracture can be excluded. The bone fracture was most likely caused by the user and/or the patient condition. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that a gamma nail has been explanted for an infection. The implant was performed on (B)(6) 2015 due to a right pertrochanteric fracture. Update with new information: checklist customer was provided; surgeon's comment regarding cause of infection: "there was no infection, only cut off of the nail. Any infection test was negative."